Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The patient reported ongoing issues with their cgm sensor, which repeatedly disconnected after being inserted into the arm. During a conversation with technical support on (B)(6) 2025, the patient stated that the sensor consistently displayed a glucose level of 51 mg/dl and continued to disconnect intermittently. Due to concerns about hypoglycemia, paramedics were called to the scene. The patient was administered intravenous (IV) treatment to raise blood glucose levels. Within approximately three hours, the cgm reading increased to 111 mg/dl. However, a manual fingerstick test conducted at that time showed a significantly higher glucose level of 350 mg/dl, indicating a discrepancy between the cgm and manual readings. There was no documentation of treatment for rebound hyperglycemia or any reported symptoms during the event. The patient declined to provide further details but was reported to be stable during the call. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator the sensor consistently displayed a glucose level of 51 mg/dl. The reported glucose values fall within the c zone of the parkes error grid when paramedic checked. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Subsequent to the initial MDR, a correction was updated on 05/17/2025. It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient¿s glucose sensor experienced repeated disconnections after being inserted in the arm. During a call, the patient stated that the sensor consistently displayed a glucose level of 51 mg/dl and continued to disconnect intermittently. Due to concerns about hypoglycemia, paramedics were called, and the patient was administered intravenous (IV) treatment to elevate his blood glucose levels. Within approximately three hours, the sensor reading increased to 111 mg/dl. However, a manual fingerstick test conducted at that time showed a significantly higher reading of 350 mg/dl, indicating a substantial discrepancy between the cgm and manual readings. There was no mention of treatment for rebound hyperglycemia or any symptoms experienced during the event. The patient reportedly declined to provide additional details and was noted to be stable during the call. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.